Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging came apart. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: received 2 iag 14ga units from lot number 5307848, all components within were present and intact. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of package seal integrity poor / questionable with lot #5308748 regarding item #381467. DHR review shows all challenge samples, set-up and in process testing were performed and all passed per specifications. No qn¿s were initiated during the manufacture of the lot. Td 2015-49 to add additional air/water leak tests to identify top web material that has low porosity was in place during production. Investigation conclusion: one of the units received was partially open at one end. One of the units received was partially open at both ends. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Root cause description: bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. Rationale: the peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Complaint trend resulted in initiation of CAPA 48637 to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging came apart. There was no report of exposure, injury, or medical intervention.